Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately (B)(6) post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the valve failed due to stenosis. The patient underwent a successful valve-in-valve procedure with a second 23mm sapien 3 ultra resilia valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the valve clinical coordinator and per the provided medical records. Sections b3, b4, b7, g3, g6, h2, h6: health effect - clinical code, device code(s), investigation findings, investigation conclusions and h11 have been updated. Additions to section b5. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on medical record. Available information suggests that procedural factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (e.g. Hypertension, carotid artery disease, hyperlipidemia, obesity. Etc.). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information provided per valve clinical coordinator indicating that prior to valve-in-valve intervention, the aortic valve area measured 0.7cm^2) with a mean gradient of 36mmhg. Per report, the patient presented over the last several months with slowly progressive dyspnea upon exertion. It was also noted there was heavy, diffuse leaflet thickening and calcification with decreased excursion. The perceived root cause of the stenosis is leaflet calcification. According to the provided medical records, the bioprosthetic valve was well-seated with heavy, diffuse leaflet thickening and calcification, along with decreased leaflet excursion per echocardiography from (B)(6) 2025. The aortic valve peak velocity was 4.0m/s, aortic valve mean gradient measured 36 mmhg and aortic valve area was 0.7c^22. A computed tomography angiography was completed per the cardiology progress note, which did not show any evidence of leaflet thickening, only bioprosthetic valve stenosis. The patient endorses progressive dyspnea with exertion and underwent a successful valve-in-valve intervention.